Manufacturer narrative:
(B)(6).

Event description:
It was reported that a medication cassette reservoir caused a pump to alarm "no cassette". This issue persisted despite a pump change. The alarm issue was resolved by changing to a new cassette. No patient or clinical injury was associated with this incident.

Manufacturer narrative:
Evaluation summary: the returned sample consisted of one cassette product from p/n 21-7302-24; the sample was received in used conditions without its original packaging. The sample was visually inspected, at a distance of 12" to 24" and normal conditions of illumination; no discrepancies were found. The sample was set for cadd legacy plus pump [cal. ID: (B)(4); due date: jan 2019]. The product was successfully attached to the pump without any alarms activating, it was also set to run without any difficulties. Dimensional testing was performed: the height of the arch of the pump tube of the cassette was measured using gauge (B)(4) [cal. ID: (B)(4); due date: june 2021]; the height of the arch of the pump tube was within specification. Per previous complaints, a review of the manufacturing process for p/n 21-7302-24 l/n 3630792 was conducted by quality intern on 13/jun/2018, in order to verify that there are no situations or practices that could create the event as described in "complaint description" section. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp's requirements and shm procedures: the bag loading operation in the cassette line was reviewed; no discrepancies were found. Accuracy test was reviewed in three units, in order to verify that no alarms were activated; no discrepancies were found. Visual inspection: prior to packaging, a random sample of (B)(4) units was taken from the manufacturing process, the units were visually inspected, in order to verify for occlusions, kinked tubing and that the bags were correctly placed; no discrepancies were found. Accuracy testing: a review of the production floor inventory was conducted, a sample of (B)(4) units for p/n 21-7302-24 l/n 3630792 were tested using a balance melted toledo [cal. ID: (B)(4); due date: january 2019]; no discrepancies were detected during accuracy testing; successfully passed. No root cause has to be determined since the complaint was not confirmed and no issues were found with shm product. No corrective actions are required since the complaint was not confirmed. As a preventive action, a notification to the production personnel of this complaint was conducted by the quality intern on 26/jul/2018. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.